Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device. The patient was taken to the hospital and diagnosed with cellulitis and developed a large ulcer. The patient was treated with 8 hourly intravenous co-amoxiclav and oral co-amoxiclav 500mg. The patient was discharged after 4 days. The pod has been discarded.